Event description:
The customer reported the equipment went down. No pt injury was reported.

Manufacturer narrative:
The svc rep repositioned and reseated the cable assembly and verified proper system operation without any more interlock failure message occurring. System is operating as intended.